Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ tubes were clotting. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the unspecified bd tubes were clotting. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical support services had reached out to the customer and determined that the facility was overfilling the tubes but not mixing them. Bd provided troubleshooting tips and guidance to the customer on their processing technique and will continue to monitor.